Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered seven shocks and six bursts of anti-tachycardia pacing (atp) as inappropriate therapy for an atrial driven rhythm. Technical services (ts) was consulted and discussed stored data. Ts discussed programming settings as well as programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.